Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) exhibited balloon twitching. No injuries or deaths were reported.

Event description:
It was reported during use on a patient that the cardiosave intra-aortic balloon pump (iabp) exhibited balloon twitching. No injuries or deaths were reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: b5. A getinge field service engineer (fse) stated that this was a customer misunderstanding of the operation of the machine. The all manifold and drive manifold test were normal. The run test with a simulator did not reveal any abnormalities. The functional test was normal. The fse cleaned the cover part.